Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a pump exchange, the patient was transferred to the intensive care unit (ICU) due to volume overload, presumed right ventricular failure, hypotension, profound acute kidney injury and concern for septic shock. The patient required multiple reintubations and experienced flash pulmonary edema with challenging hemodynamic management due to ongoing severe mitral regurgitation. A tracheostomy was subsequently performed under sedation. Following the procedure, sedation was discontinued, and the patient failed to become arousable without notable gag or cough. A computerized tomography (CT) of the head CT was performed and revealed a cerebellar intraparenchymal hemorrhage with intraventricular extension and obstructing hydrocephalus. The patient was completely unresponsive, with pupils 2-3 mm and nonreactive. The patient had no cough, no gag, and no withdraw to painful stimuli. Code stroke was called, and anticoagulation was reversed. Mannitol was given, and an external ventricular drain was placed. The patient had no recovery of neurologic function and pupils were enlarged to 5mm and became fixed. The patient¿s condition deteriorated significantly with profound shock and subsequent multi system organ failure. Care was withdrawn, and the patient expired shortly thereafter. Presumed cause of death was neurogenic and cardiogenic shock, hemorrhagic cerebrovascular accident (cva) and respiratory failure. It was noted that the death was not related to a device malfunction.